Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the operating room for generator replacement due to normal eri. Externalized conductors were observed on the rv lead. No electrical anomalies were detected. Patient will continue to be monitored.